Event description:
MDR decision date: (B)(6) . No serious injury alleged. Malfunction alleged. Dealer states the weld is broke on the walking beam and cause the beam to bend. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.